Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. In 2001, pt's blood glucose was 10.1, 6.6, 12.0 and 7.5 mmol/l. Tests were done 10 mins apart. Pt did not experience any adverse events. No further info has been reported.